Manufacturer narrative:
Concomitant products: product ID 3095-10, serial # (B)(4), implanted: (B)(6) 2006, product type extension; product ID 3031a, serial # (B)(4), implanted: (B)(6) 2006, product type programmer, patient; product ID 3889-28, lot # v004938, implanted: (B)(6) 2006, product type lead. (B)(4).

Event description:
It was initially reported in (B)(6) 2009 that the patient had severe back pain for the past three weeks and she feels device "has moved up and out." Pain over the ins (implantable neurostimulator) was noted. The ins was loose in the pocket. The patient leaned against a ¿kitchen counter¿ and when she stepped away the ins ¿caught¿ on the counter and ¿pulled¿ the ins. This happened about 3 weeks ago. The patient initially thought she over exerted herself at work and was given vicodin by a primary care provider. The patient now believed the pain was due to the ins. The patient turned the stim off in sept/oct '09 "because of severe back pain." It was noted that the pain went away, but now their urinary symptoms had returned now that the device was off. It was later reported on (B)(4) 2014 that the patient's first implanted ins (implantable neurostimulator ) was hitting a nerve in her back so she had to have it taken out. It was pinching her whole leg. It was noted that the patient had to go in for a knee replacement on the right leg. The ins ended up moving but the patient was not certain when this happened. When the patient was in the car she could feel it pressing up against her nerve, like a wallet. The patient could really feel the ins in the back. The patient couldn't sit in the car.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that leg stopped hurting after they moved the implantable neurostimulator (ins) from the right to the left. They moved it because the battery was dead and she needed a new one. The new one was smaller. It was noted it started hurting after five years.

Manufacturer narrative:
(B)(4).